Manufacturer narrative:
This report was initially submitted following notification that a customer in france reported a discrepant organism identification in association with the vitek® 2 yst-ID test kit (card). An ansm survey sample (candida metapsilosis) was identified as candida parapsiliosis. Biomérieux investigation was conducted. However, the customer did not submit the strain or raw data. Evaluation of the manufacturing batch records for vitek® 2 yst-ID lot 243321210 indicates that the batch passed qc performance testing with no issues observed, and functioned according to specifications. The investigation revealed that the yst knowledge base included in the vitek® 2 system software does not include candida metapsilosis as a claimed species. The vitek® 2 product information manual (ref. 514740) indicates which organisms can be identified using the vitek® 2 yst ID card; candida metapsiliosis is not listed. Per the vitek® 2 product information manual, "testing of unclaimed species may result in an unidentified result or misidentification." For any organism placed into a test card, the vitek® 2 system will assess the card readings against the known organisms and provide an organism identification, if possible, based on a combination of growth well reactions. For results with a percent confidence of <99%, the customer must make a determination of acceptance or further testing based on the logical likelihood of the identification considering other laboratory and clinical factors. The vitek® 2 yst ID card is performing as intended within the scope of product specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france contacted biomerieux to report a discrepant external quality survey ((B)(6)) organism identification using the vitek 2 yeast (yst) identification (ID) test kit ((B)(4)). (B)(6) was misidentified as (B)(6). There is no evidence or statement by the customer of confirmatory testing via alternate method. There is no indication or report that the discrepant result led to any adverse event related to a patient's state of health. The external qc result was not directly related to any patient. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated. Note: the test was performed on the expiration date (30sep2015) of the associated yst ID test kit.